Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware® ventricular assist system - battery (B)(4) - battery / catalog number 1650de / expiration date: 28-feb-2017. No, product not received - not returned to manufacturer. (B)(4). Heartware® ventricular assist system - battery. (B)(4) - battery / catalog number 1650de / expiration date: 28-feb-2017. No, product not received - not returned to manufacturer. (B)(4). Heartware® ventricular assist system - controller ac adapter. (B)(4) - controller ac adapter / catalog number 1430jp. No, product not received - not returned to manufacturer. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that power switching was observed between power ports 1 and 2 of the patient's primary controller. The same phenomenon occurred with the controller ac adaptor and two batteries. The perfusionist reportedly confirmed poor electrical contact of the batteries. It was further stated that the arrow mark on the controller connector was no longer visible. The clinician exchanged the primary controller to the backup controller with no reported patient consequence. The cac adapter and batteries will be replaced. Controller log files were requested. No further information has been provided.

Manufacturer narrative:
Product event summary: the controller and controller ac adapter were returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned controller and controller ac adapter revealed that the devices passed visual examination and functional testing. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4). As a result, the reported "power switching event" event was confirmed. However, no damage was observed on the controller¿s connector not confirming the reported "arrows not visible" event. The most likely root cause of the reported power switching event can be attributed to momentary disconnections between the controller and batteries. Other devices involved in this event: d1. Heartware ventricular assist system - (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the controller, battery and the controller ac adapter were not returned for evaluation. A review of the manufacturing records confirmed that the associated devices met all requirements for release. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the illegible release/alignment marker can be attributed, but not limited, to wear. Log files analysis was performed and revealed that the controller in use during the reported event contained the smr software. The software contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between the controller and batteries. As a result, the reported event could not be confirmed. The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Other devices involved in this event: brand name: heartware® ventricular assist system - battery serial: (B)(4)- battery / catalog number 1650de / brand name: heartware® ventricular assist system - battery serial : (B)(4) - battery / catalog number 1650de /brand name: heartware® ventricular assist system - controller ac adapter serial: (B)(4)- controller ac adapter / catalog number 1430jp. If information is provided in the future, a supplemental report will be issued.